Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #693a71. Additional information was requested and the following was received: I spoke to the surgeon and managed to get some more details. The stapler locked shut and didn¿t fire successfully. When they eventually managed to open the stapler had not deployed any staples and had left a large hole in the vessel which needed to be sutured closed. There was a considerable amount of bleeding which took around 40 minutes to fully get under control. The patient is fine following this and there were no other negative effects. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Investigation summary: the product was returned for evaluation. Visual inspection and mechanical testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w reload loaded on the device. The reload was received unfired. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as the cartridge was returned unfired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device batch number 693a71, and no non-conformances were identified.

Event description:
It was reported that according to the surgeon, the stapler he had been used during the procedure (liver resection) before the malfunction. When he used it the second time for the vein in the liver, upon closing it and firing it, the staple got stuck and he could not release it. Tried a few maneuvers trying to release it but it did not work. It took about 10mins of getting stuck, he managed to undo it/released, but he saw that the staple did not fire, it made holes on the vein though, so they have to stop the bleeding right away. They stitched the bleeders.